Event description:
On (B)(6) 2011: customer reports via phone during an unknown procedure when moving the table top with the footpedal, the footpedal got stuck and the table moved completely to the foot end of the table and stopped. The staff was then able to move the table to where the physician wanted and the procedure was completed with no further incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot table movement problem to a broken cross pedal on the footswitch. Fse replaced the footswitch and verified proper operation according to hut service checklist, and returned the system to full service.